Event description:
It was reported that after a period of approximately 10 hours without continuous glucose monitor (cgm) pairing, the sensor reconnected and the ilet system alerted for high glucose with a reported value of about 380 mg/dl, later trending down to 325 mg/dl. Customer care provided support that included user education and troubleshooting regarding cgm pairing, potential calibration needs, and sensor performance, and the user elected to allow the ilet to manage without manual correction. Investigation of this case revealed hyperglycemia associated with cgm connectivity interruption and possible sensor-related issues, with no confirmed device malfunction of the ilet pump. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.